Event description:
On (B)(6) 2018, a 31 mm epic valve was implanted and concomitantly a tricuspid annuloplasty and double coronary bypass was performed. On (B)(6) 2019, the patient presented to the hospital with dyspnea. The following day an echocardiogram was performed revealing mitral leakage, a prolapsed cusp, and a possible diagnosis of endocarditis. The patient was hospitalized and a valve-in-valve tavi was performed on (B)(6) 2019 implanting a 29 mm sapien device. The patient remained hemodynamically stable.

Manufacturer narrative:
An event of dyspnea, leakage, cusp prolapse and possible endocarditis was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that concomitantly with the mitral valve replacement, a tricuspid annuloplasty and double coronary bypass was performed.